Manufacturer narrative:
(B)(4). This alarm was identified during a review of the device alarm logs; there was no report for this alarm called in by the customer on (B)(4) 2010. The actual product sample is not available and lot information is unknown.

Manufacturer narrative:
(B)(4). An actual sample and companion sample were received. A follow-up report will be submitted upon the completion of product evaluation and baxter's quality review.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set) identified during a review of the device alarm logs of a returned homechoice (hc) device. The reported condition was not confirmed. There was no allegation reported against the baxter product by the customer. Based on the information obtained during baxter?s investigation, the root cause of the alarm was not determined. A batch review was not performed because lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During an initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air has entered the cassette) that occurred on (B)(6) 2010 during drain 2 of 4. This alarm was identified during a review of the device alarm logs. A search of the patient's account history identified contact was made with the customer on (B)(6) 2010 regarding a similar report. Product surveillance contacted the hp who verified that there were no loose connections or disconnections. The hp stated that she felt something might be wrong with the cassettes. She had the same alarm 2 times in the same drain. The hp stated she would hold 2 cassettes for evaluation. The hp confirmed she informed her nurse about the alarm. The hp stated that she is doing fine and continuing therapy without issues.